Event description:
Pt status post(s/p) acute inferior wall mi. Sent to cath lab for placement of a stent in right coronary artery. Using seldinger technique a 7 french (fr) introducer sheath was placed in the left common femoral artery & a 5 fr introducer sheath was placed in the left common femoral vein. After placement of a temporary pacemaker and an angiography. A long 300 cm rotafloppy wire was advanced to the distal posterolateral branch of the right coronary artery. A rotablator atherectomy was done at the in-stent restenosis utilizing a 1.5 mm bur at 170.000 rpm's with two 20 sec runs. The rotablator was removed. An over-the-wire balloon was advanced over the rotablator floppy wire distal to the stent. The wire was exchanged out for a 300 mg high-torque floppy wire which was advanced to unknown location. Angioplasty of the in-stent stenosis done at 20 atmospheres for 15 sec. The balloon was then removed & exchanged for a cypher 3.0 x 23 mm over-the-wire drug-eluting stent. Delivery of the stent to the in-stent restenosis was moderately difficult, however it was noted that there was a fracture in the catheter lumen outside of the body of the stent balloon catheter. Thus the stent had to be removed over-the-wire & exchanged out for a new cypher 3.0 x 23 mm stent. There was no complication.